Manufacturer narrative:
Ball plunger that retains paddle worn, replaced ball plunger assemblies.

Event description:
On her first patient on the first image the technologist said there was a bad image with an error message that it wouldn't expose. The image hadn't come up completely at this time. She also saw the patient wasn't released so she used the foot peddle to release her from compression. The unit was set to auto release and should have released.. She shut the machine down and restarted it, and it worked fine when she retook the image. In the middle of a later patient she got a message that the paddle wasn't seated at which time she noticed one side had come out, she pushed it back in and all was fine, she proceeded without any other problems.